Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the unload portion of an exam, the patient pinched their finger between the end of the table and the front of the gantry; sustaining a fractured right little finger.

Manufacturer narrative:
The field engineer reported that the patient right hand little finger got caught between the patient table cradle (moving part) and the table base, during linear motion as part of unload after supine scan. Patients finger was examined, and small fracture was found. The unloading process after scan completion includes 3 phases: (1) operator instructs patient to leave arms on arm support, (2) automatic motion: operator presses <unload> + <enable> - this initiates detectors motion fully out & table motion down to a safe height (76 cm). Upon motion completion a message appears: verify that patient limbs do not protrude from the table pallet. Using the hand-held controller (rcu), move the table fully out and then down. (3) continuous activation motion: operator presses <table out> + <enable> and then <table down> + <enable> to move the table fully out and then down. Table motion continues only as long as these keys are pressed. No corrective actions needed to address the primary root cause since: user documentation already provides adequate instructions & warnings for safe patient removal. The design is in full compliance with iec standards.